Event description:
It was reported that, ¿the surgeon was tightening the bolt on cone body with the torque wrench. The bolt snapped off. He said he did not torque it past (B)(6) pounds.¿

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.